Manufacturer narrative:
H10: of the two events, five malfunctions were reported. Of the five malfunctions, two original samples were returned, two lot samples were returned, and one samples was not returned. For the five malfunctions the investigation is inconclusive for missing component. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h6(patient, method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 0602833 port & catheter, implanted, subcutaneous, intravascular allegedly did not include an implant record. These reports were received from various sources. Of the two events, one did not involve patient, and the other did involve patient with no reported patient injury. The patients age, weight and gender were not provided.

Manufacturer narrative:
For the two reported events, one device was returned to bd and evaluated. The other device was not returned bd. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 0602833 port & catheter, implanted, subcutaneous, intravascular allegedly did not include an implant record. These reports were received from various sources. Of the two events, one did not involve patient, and the other did involve patient with no reported patient injury. The patients age, weight and gender were not provided.